Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, versatru forceps tips were carbonising. No reported patient/user harm.

Manufacturer narrative:
The affiliate reported that the product was discarded. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. A review of the lot history records could not be performed since the lot number for this product was not provided. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed.